Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. Pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, detached end cap and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after being pushed into a pool. The customer stated the bottom portion of the insulin pump fell off as a result. Troubleshooting was not performed for the motor error alarm. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.